Manufacturer narrative:
Section a5: caucasian. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric lens had explanted due to a patient complaint about severe starburst affecting night driving. The patient underwent an iol exchange and another j&j lens was successfully implanted with no further complications. Additional information suggested that the patient's glare was gone post-surgery. No further information was provided.